Event description:
It was reported that pump experienced malfunction alarm with code malf 0 and was not resettable, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump into storage mode and return it using prepaid label, and was advised to reenter pump settings and reconnect continuous glucose monitor to replacement pump that was arranged under warranty.